Event description:
The bacterial evd catheter was removed because the cerebrospinal fluid inside the catheter turned into a gel-like consistency within 10-15 minutes insertion. Tried two other catheters from the same lot during that time also with the same gel-like consistency. The catheters are not available for eval.